Event description:
A stemi is reported to have occurred approximately 16 months post implant of resolute integrity stent. Medication was administered. A stemi is reported to have occurred approximately 18 months post implant of resolute integrity stent. Medication was administered. A cva is reported to have occurred approximately 20 months post implant of resolute integrity stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: inherent risk of procedure ¿ (myocardial infarction). Conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
The patient is reported to have recovered from the previously reported mi events. The patient suffered from angina at some point post implantation of the resolute integrity drug-eluting stent. A revascularization was carried out to treat the lad, om, and pda. Event is unresolved. The patient suffered hypotensive, hypoxic cardiac arrest/mi at some point post implantation of the resolute integrity drug-eluting stent. Event is resolved. The patient suffered another mi 2 days later.

Event description:
The patient was hospitalized following the previously reported cva event which occurred approx 20 months post index procedure. The cva event was resolved.

Event description:
Patient reported to have recovered from previously reported mi which occurred approximately 29 months index procedure. The date the resolute integrity stent was implanted was confirmed.

Manufacturer narrative:
The previously reported unstable angina event is resolved.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (cva/stroke <(>&<)> mi). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction) evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
It was reported that the patient experienced an mi approximately 29 months post index procedure. Event is reported as unresolved.

Event description:
It is reported that pci and medication was performed to treat the previously reported mi that occurred approximately 29 months post the stent implant.

Manufacturer narrative:
Exact date of implant cannot be confirmed.

Event description:
A resolute integrity drug eluting stent was implanted in the lad on an unknown date. The patient suffered an mi, but it is currently unknown how long after implant the mi occurred. The investigator assessed that the lad stent was the likely cause of the mi. The event was resolved.

Event description:
Medication was administered as treatment for the previously reported hypotensive, hypoxic cardiac arrest/mi and medication and cardiopulmonary resuscitation, with defibrillator shock, was performed for the previously reported mi (hypotensive cardiac arrest).